Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously rebooted intermittently. He sent the device in for 2 hard disk drive (hdd) replacements and a software upgrade to resolve the issue. The device is currently undergoing extended testing. The device was in use on patients, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously rebooted intermittently.

Manufacturer narrative:
Corrected data: device evaluated by manufacturer. Additional information: follow up, additional information/correction, event problem and evaluation codes. The biomedical engineer reported that the central nurse's station (cns) spontaneously rebooted intermittently. He sent the device in for 2 hard disk drive replacements and a software upgrade to resolve the issue. The device has completed extended testing. The device was in use on patients, however no patient harm was reported. The unit was cleaned and evaluated. The reported problem of "rebooting" was not duplicated. However, both hard drives were replaced and loaded with windows xp sp3, software rev. 02-40 as requested. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications.